Event description:
Customer reports getting "on-board qc out of range" with the protime instrument. The following results were reported on the protime loaner instrument: (B)(6) 2010 - on-board qc out of range. On (B)(6) 2010 - inr 6.5. On (B)(6) 2010 - on-board qc out of range. On (B)(6) 2010 - inr 5.6. On (B)(6) 2010 - inr 4.0 and inr 4.5 (different pts). On (B)(6) 2010 - on-board qc out of range. On (B)(6) 2010 - inr 4. On (B)(6) 2010 - pt inr 6.5 vs lab 2.2. No adverse event reported.

Manufacturer narrative:
(B)(4).